Manufacturer narrative:
Additional information was requested but was not available.

Event description:
It was reported that the device was found in magnet mode. Abbott technical support was contacted and recommended reprogramming out of magnet mode. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was found in magnet mode. Abbott technical support was contacted and recommended reprogramming out of magnet mode, which was performed to resolve the event. The patient was stable and there were no adverse consequences.